Manufacturer narrative:
F10. Corrected health effect - impact code, initial report: inadvertently left out f07 coding.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a heart attack (not alleged to be related to vns therapy) and later had a cardioversion where they were shocked 3 times. After the procedure, the patient had an intractable cough and came into the hospital. The patient later started experiencing syncope and sinus pause. The patient's physician later reported that the intractable cough is related to both the cardioversion and vns stimulation. They suspect the cardioversion led to nerve irritation, then exacerbated by erroneous magnet use which triggered a repeated firing of vns stimulation. The cause of the syncope is related to the cardioversion and suspected symptomatic bradycardia. The sinus pause is related to both the cardioversion and vns stimulation - erroneously, not from the device itself. The patient has pre-existing atrial fibrillation before they experienced bradycardia. An ECG was used to diagnose the arrhythmia. It does not correlate with the on time of stimulation, nor did it occur during device diagnostics or following a settings change. The arrhythmia is not believed to be related to vns therapy stimulation as it was initially triggered by the cardioversion. Vns is believed to have exacerbated it only due to the excess firing with repeated magnet use. No other relevant information has been received to date.